Event description:
A ge healthcare application specialist discovered a radiation exposure event during an application training event and log review on (B)(6) 2011. A review of the innova (B)(4) system log files revealed that a pt received a cumulative air kerma of 34 gray during an exam on (B)(6) 2010. A dose of this level may result in a radiation burn, however, no injury has been reported at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
To be determined, limited info concerning this event is available at this time.